Event description:
Device 1 of 2. Reference MFR report #: 1627487-2012-05019. The pt received her scs system on (B)(6) 2004 including two percutaneous leads (from different lots). Both leads were tested intra-op. One of the leads revealed high impedance. Stimulation was captured with the functioning lead.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.